Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had dislodged and was showing failure to capture the tissue. A lead revision was done. The lead remains in service. No additional adverse patient effects were reported.